Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 46mg/dl and treated with food. Customer indicated that their blood glucose value was 282mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin. Customer indicated that they are on medication that might have lowered their blood glucose. Customer also indicated that they will follow up with their doctor. Customer declined further troubleshooting.